Event description:
It was reported that after the recanalization catheter had been activated for approx 2 mins and 30 seconds in the right sfa, the metal tip separated from the catheter. There was no reported retraction difficulties. There was no reported pt injury.

Manufacturer narrative:
Bard became aware of a journal article published by the japanese association of cardiovascular intervention and therapeutics 2016, titled 'evaluation for the efficacy and safety of the crosser catheter as a cto crossing device and a flossing device'. A response to the request for additional information identified that MDR # 2020394-2015-00717, # 2020394-2015-00771, and # 2020394-2015-00748 were associated with the article reviewed and summarized in MDR # 2020394-2016-01209. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample appeared to be clean. The tip was examined under magnification (microscope 10x) and the outer catheter had been pulled out from the metal tip and the guidewire lumen had also become separated from the metal tip. As a result of the material separation, the metal tip was not aligned with the rest of the catheter. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested by advancing a lake region in-house 0.014¿ guidewire. The guidewire was able to advance through the entire length of the lumen; however, the guidewire could not exit the distal tip due to the material separation. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: the journal article contained images of a crosser, based on the images provided an image review was performed. However, the images in the journal article did not match the event description of this complaint. The image review can be found in MDR # 2020394-2016-01209. Conclusion: the device was returned, images were not provided for this event. Based on the sample evaluation the investigation is confirmed for material separation as the outer catheter was separated from the distal tip. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10 ml syringe with heparinized saline. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. Additional MFR narrative: report source, date received by MFR. Initial reporter, PMA #. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the recanalization catheter had been activated for approximately 2 minutes and 30 seconds in the right sfa, the metal tip separated from the catheter. There was no reported retraction difficulties. There was no reported patient injury.

Manufacturer narrative:
A further clinical review of this event was performed an identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for material separation based upon the condition in which the sample was returned. The root cause could not be determined based upon available info. It is unk whether patient and/or procedural factors contributed to the event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.